Event description:
A consumer reported that following intraocular lens (iol) implant surgery in 2011, she has had a retinal detachment and three additional surgeries. As a result, her lens has clouded and would need to be replaced. The retinal specialist is unsure of the best options for her. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on (B)(4) 2013 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).